Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported endocarditis was unable to be determined. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a social media post providing information on mitraclip therapy, an individual commented the following statement: "I got endocarditis after the miteral value replacement on (B)(6) 2025.? After 6 weeks of antibiotics by IV's. All vegetation on the new valve is gone. What is the chance of getting that infection back? How often should I be tested for vegetation on the miteral valve?".